Event description:
A user facility reported to olympus that part of the image was lost. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated or confirmed. The returned device was tested with multiple endoscopes for multiple hours with no image problems noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.